Event description:
This case was reported by a consumer's niece (via (B)(4)) and described the occurrence of stroke in a female patient who received gsk denture adhesive (formulation unk) (super poligrip) for dentures. A physician or other health care professional has not verified this report. On an unknown date, the patient started gsk denture adhesive (formulation unk) (dental) as directed. At an unknown time after starting gsk denture adhesive (formulation unk), the patient experienced stroke. The patient's niece reported that her aunt (the patient) believes that super poligrip with zinc caused her to have a stroke. The patient's niece reported that she did not believe this to be true because her aunt was functioning irrationally after her stroke. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unknown. No further information is available.

Manufacturer narrative:
Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).